Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to patient fall and subsequently fracturing the humeral bone.

Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to patient fall and subsequently fracturing the humeral bone.